Event description:
The user installed a non-roche assay on the cobas c501 analyzer and afterwards received erroneous results for patient samples. No specific patient data was provided. It was noted only the h2o calibrator parameters had been downloaded as the zero calibrator standard for this test. For this assay and other tests, after the download the number of decimal places of the zero calibrator standard increased. The user corrected the decimal places and recalibrated the assays which resolved the issue. No adverse events were alleged regarding this event.

Event description:
It was reported that post op of a laparoscopic gastric bypass procedure, the patient had a post op bleed on (B)(6) 2010 then was admitted for observation and received four units of blood. The patient was passing blood. It is unknown if the patient is still in the hospital. The amount of blood loss is unknown. The surgeon did not mention the device function during the original surgery date. Device discarded.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified. Necessary information was not provided for investigation. No patients were adversely affected.